Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient complained that the lead was 'splitting' and the patient was experiencing diaphragmatic stimulation. The atrial lead exhibited high impedances and an insulation breach was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.